Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with IV clamp broken was confirmed during product evaluation. The root cause of the reported problem was determined to be broken pole clamp. Appropriate action was taken to correct the reported problem by replacing the pole clamp.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a flogard pump in which the intravenous clamp is broken. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during power up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.